Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. No motor error alarm. The motor passed motor test. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during the rewind. Advised customer to remove the insulin pump battery to prevent continued alarms. Advised to customer to return in written form the broken pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.